Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.The reported product number is unknown. The UDI number for this product is not available. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
It was reported that the ¿Patient had a repeat CT scan of his abdomen last night on (b)(6) 2026. CT incidentally showed that the foley catheter was abnormally positioned with the bulb outside of the penile urethra. Upon return to the floor around (b)(6) the nurses attempted to exchange the foley catheter, but they could not get the balloon to deflate in order to pull it. They notified the provider on call after several unsuccessful attempts to deflate the balloon, and the suggestion was made to cut the tube above where we insert the water to keep the balloon inflated. Once cut, this did not help to deflate the balloon either. Patient was bladder scanned and it showed that he was not retaining much urine luckily.A stat urology consult was then placed this morning by attending provider and urologist came to the bedside. He was unable to get the balloon deflated either, so therefore the catheter had to be forcibly removed with the balloon still inflated unfortunately. A new 16 F foley catheter was inserted with immediate return of hematuria which quickly resolved to yellow urine. Patient does continue to bleed around his foley catheter site, but it does continue to drain well.¿